Event description:
Related manufacturer reference number: 2017865-2022-10485. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited undersensing of atrial fibrillation and atrial tachycardia resulting in delay of automatic mode switch (ams). It was also noted that the right ventricular (rv) lead had loss of capture. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.